Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was unspecified damage to a buretrol administration set. This event was discovered during setup at the hospital and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection of the photograph was performed with the naked eye. Visual inspection revealed that the injection site of the burette chamber was missing. The reported condition was verified. The cause was due to an error in the manual assembly portion of the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.